Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation revealed hundreds of recorded episodes of noise, resulting in noise reversion exhibited by the right ventricular lead. Programming interventions were made. The patient was asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation revealed hundreds of recorded episodes of noise, resulting in noise reversion exhibited by the right ventricular lead. Programming interventions were made. The patient was symptomatic.